Event description:
It was reported by the customer that their insulin pump was alarming motor error while attempting to prime. During troubleshooting, customer stated that they do not use the sensor feature and was unable to rewind the insulin pump. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 218 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The device functioned properly. The unit was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The unit also was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.